Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 290 mg/dl. The customer reported that they had 10 grams of carbohydrates. The customer declined troubleshoot for high blood glucose. The customer was advised to shut of sensor until her blood glucose were stable and then turn sensor back on and try and calibrate. The customer was advised to call back if she still has issues with the sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test mini link transmitter with the glucose sensor simulator communicates properly to the device.